Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch, closed as not confirmed as no samples were available for analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample with one of the needles detached from the thread (reference with double needle). The thread is still wound on the pack. We have tested the needle attachment strength of the other needle of the sample received and the result fulfils the requirements of the european pharmacopoeia: 0.79 kgf (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the open and unused sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that one of the needles is not attached to the thread when opening the pack (reference that contains two needles). This issue is found in two of each three packages. This is the second case reported by this client. The event occurred prior to use on the patient. Associated medwatches: 3003639970-2020-00194.